Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay closed. Tried to recover drawer but does not open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) verified the customer¿s issue and found that the main full height drawer 5 would not open. The fse discovered that the light emitting diode was dark and that the inseparable magnet was missing. The magnet was replaced, and the customer was then able to recover the drawer successfully. The fse logged into the hardware test application and ran a final test on the main full height enhanced drawer 5, which passed successfully. The system functioned as intended after the field service engineer repaired the device.